Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11460r45, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider via company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. The patient had a history of granuloma. This occurred 10 years ago. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.